Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site (B)(6). It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve was implanted in the patient. After the procedure, the patient observed anemia and hypokalemia and potassium supplements were given on (B)(6) 2025. Due to pleural effusion and respiratory failure, a thoracentesis was performed. The patient developed a delirium and was treated with medication.

Manufacturer narrative:
An event of pericardial effusion, and anemia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pericardial effusion, and anemia could not be conclusively determined. It is possible that procedural conditions contributed to the reported incidents; however, this cannot be confirmed. The reported unexpected medical intervention was due to case-specific circumstances, as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1032 - sh device registry, patient site (B)(6). It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve was implanted in the patient. After the procedure, the patient observed anemia. Four days of the procedure, the patient had hypokalemia. Some potassium supplements were given on (B)(6) 2025. Due to pleural effusion and respiratory failure a thoracentesis was performed. The patient developed a delirium and was treated with medication. The patient was reported discharged.